Event description:
It was reported that the insulin pump was not working. Customer stated that her blood glucose was at 300's mg/dl for the last 3 days and is unable to get the blood glucose down. She changed site and did not seem to do anything. Customer stated that for the last 3 days bolus recommendations have not been accurately recommending based on the settings. Troubleshooting was done. During the troubleshooting it was found that the insulin pump did not make correct calculations based on information provided. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches to the display window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.